Event description:
The complainant reported a patient was going to be implanted with an impella device for mechanical circulatory support. The right axillary cut down was performed and 8mm graft placed crossed atrioventricular (av) with 0.018 abiomed wire. The al1 was backloaded onto the impella and attempted to place in the left ventricle (lv), able to pass innominate but unable to cross the av. The physician asked for a lunderquist wire and angled pigtail wire, exchanged and again able to pass innominate, but unable to pass av. After multiple attempts the physician decided to abort impella 5.5 and place the patient on venoarterial extracorporeal membrane oxygenation (va ECMO).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the delivery issue was determined to be patient condition related to stenosis.